Event description:
Reporter alleged erratic blood glucose results of 50 mg/dl back to back with 200 mg/dl. It was reported glucose tested 48 mg/dl and was awakened by a pet and felt her glucose was low so drank some milk however 20 mins later glucose was 100 mg/dl. No med treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.